Event description:
It was reported that the devices were used during a laparoscopic cholecystomy procedure. The devices misfired. Another device was used to complete the case. There was no consequence to pt.